Event description:
Report on an underdelivery. There was a residual in container after use. Cefuroxime (antibiotic) 1000 mg about 22 cc were left and started with 28 cc . Pt did not received 22cc of drug. No medical intervention as a result of failure. Has happened two or three times with same pt. No adverse reaction reported.